Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt connector. Rn states the pt connector pin popped out. Pt was in fill one of treatment. There is no report of pt ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.